Event description:
An aus device was implanted on 3/28/96. Info received on 5/23/97 indicates the cuff was removed from the patient, date and reason not indicated. Ams has requested additional info. Info received on 6/17/97 indicates reason as diverticulum in urethra, date not provided.